Manufacturer narrative:
The field service engineer found a probe slightly clogged and cleaned it. The customer ran qc and precision testing. This investigation is ongoing. Unique identifier (UDI) #: (B)(4).

Event description:
The initial reporter received a questionable gluc3 glucose hk result for one patient with the cobas 6000 c 501 module. The initial result for sample (B)(6) at 06:30 was 24 mg/dl. A second sample (sample (B)(6)) was tested at 08:12 with a result of 14 mg/dl. These results were reported outside of the laboratory and questioned by the doctor. The patient was then tested using a point of care device with a result in the 200s. No unit of measure provided. Sample (B)(6) was repeated with a result of 233 mg/dl. Sample (B)(6) was repeated with a result of 243 mg/dl. These results were obtained from a different c 501. The reagent lot number was 53445601 with an expiration date of 31-may-2022.

Manufacturer narrative:
The calibration and qc recovery were acceptable. No indication for a performance issue of reagent. The alarm trace contained multiple abnormal sample probe movement alarms on the date of the event near the time sample was processed. The investigation determined the service actions resolved the issue.